Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 382533 batch, no: 8200662. Health professional reporting that over the weekend they found a small shaving on the tip of the needle after the shield was removed. Sample is available, could provide photos. Lot # 8200662.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received a catheter-adapter assembly along with a needle cover within an open package from lot number 8200662. Through the visual/microscopic evaluation of the opened unit a white clear particle speck was observed on the catheter tubing of the assembly. The reported issue was confirmed. The white-clear material observed near the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 382533, batch no: 8200662. Health professional reporting that over the weekend they found a small shaving on the tip of the needle after the shield was removed. Sample is available, could provide photos. Lot # 8200662.